Manufacturer narrative:
(B)(4). This unit was field serviced by a carefusion authorized service technician. The service technician replaced the turbine and shipped the defective turbine to carefusion for further investigation. Results of investigation: carefusion was able to duplicate the reported issue. During initial bench testing after installing the turbine manifold assembly with a golden testing unit, the unit would power up normally, but found the turbine assembly would not rotate and failed the leak test and the turbine manifold assembly functional test. Visual inspection did not reveal any anomalies; however internal inspection and investigation found the turbine manifold assembly had seized due to an unknown white residue inside the turbine assembly. The white residue found on this turbine is consistent with residues that have been identified using tof-sims analysis as containing primary ions of aluminum, alumina, and aluminum hydroxide. This is consistent with corrosion products of the aluminum turbine. Corrosion of aluminum is an oxidation process that will occur when bare aluminum is exposed to water. The likely cause of the white contamination in the turbine was exposure to water causing the turbine to corrode. The corrosion products have larger volume than the base metal and can cause interference between moving parts with tight tolerances.

Event description:
It was reported to carefusion that the turbine was not running. This reportable issue was discovered during testing, therefore there was no patient involvement associated with this complaint.